Manufacturer narrative:
Date of event: unknown, an exact date not provided; however, reported as right after lenses were implanted. Other: the device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient called to report he has blurry vision, he can't read anything, when watching tv he can tell it's a person; however, he can not see the details of their face. It has been like this for over a year. He states he had had several appointments with his doctor and the doctor only offered a free pair of glasses and a (B)(6) dollars. In follow up conversation with the patient, he reported that right after implant of his intraocular lenses, he was not seeing well. He returned to his doctor who performed, what he thinks were yag laser procedures, on both his eyes. He wasn't exactly sure of the procedure name. The patient started getting floaters really bad after that. He was not treated specifically with any type of medication for the floaters. The patient stated he thinks he had laser twice. Once in the office in (B)(6) and then another time in the doctor¿s office, (B)(6). Second time wasn't laser, because the laser equipment was not available. The patient stated the doctor scraped his eye, he thinks, because his eye had a little blood afterwards. He has also developed dry eyes since surgery, (did not have before surgery). Patient takes eye vitamins, and uses over the counter drops, maybe systane, nothing prescription. Doctor had no more recommendations for him so he went to see another doctor. The second doctor stated that the lenses are implanted perfectly, no issues. The patient was told sometimes the doctor doesn't get the exact intraocular lens prescription just right. He was told he could have another laser procedure in each eye. Patient stated he used to have good vision distance, needed glasses to read before the lens implants only. Post surgery he can see, drive and do daily activities with the glasses. The eye vitamins are called eye relief and they have helped him. He is happy with his vision; but as a house painter he wanted to be free from glasses. No further information was provided. Patient had bilateral lens implants. This report represents the second of the two lenses implanted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.